Event description:
It was reported that high lead impedance was observed. The device presented an alert for the out of range measurement. It was noted that the patient had a pocket hematoma. The pocket was reopened, and the hematoma was evacuated. The lead is still implanted and the physician is continuing to monitor the lead.

Manufacturer narrative:
A partial lead with the connectors, proximal to the trifurcation was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.